Manufacturer narrative:
The patient's weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient presented with a local infection and secretion at the driveline exit site. Plasma therapy was started. Cultures were positive for (B)(6). On (B)(6) 2017, a surgical revision of the driveline exit site was performed. The patient was treated with antibiotics until (B)(6) 2017. On (B)(6) 2017, the patient was discharged home with ongoing daily wound dressing changes. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection (driveline, local, and pump pocket) is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.